Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with friable tissue a mitraclip nt was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip nt, was then inserted and grasping was performed. A good grasp and captured was achieved. However, prior to deployment, a transthoracic echocardiogram (tte) was performed and revealed that the anterior mitral leaflet (aml) had slipped out of the clip, that the mr had increased, and the aml was observed to be damaged. Therefore, the clip was repositioned and deployed closer to the first implanted clip. No additional clips were implanted, and the mr remained at a grade of 4. The clips were noted to be stable on the leaflets. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning (loss of leaflet capture) appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be a cascading effect of the reported loss of leaflet capture due to morphology/pathology. The unchanged mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstance as intervention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with friable tissue a mitraclip nt was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip nt, was then inserted and grasping was performed. A good grasp and captured was achieved. However, prior to deployment, a transthoracic echocardiogram (tte) was performed and revealed that the anterior mitral leaflet (aml) had slipped out of the clip, that the mr had increased, and the aml was observed to be damaged. Therefore, the clip was repositioned and deployed closer to the first implanted clip. No additional clips were implanted, and the mr remained at a grade of 4. The clips were noted to be stable on the leaflets. There were no clinically significant delay in the procedure.